Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had fractured, resulting in a sharp increase to high impedances. The lead also exhibited a pacing failure that resulted in the patient experiencing a low heart rate. The patient also experienced palpitations, discomfort and consciousness was lost. The patient was brought to the hospital where "cardiac massage" and percutaneous pacing were performed. A temporary pacing system was also placed. Later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.